Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a return of urinary symptoms in (B)(6) 2015. The patient was urinating a lot at night, enough to soak 3 diapers. The patient met with their health care provider (hcp) for adjustments, but so far it hadnt helped. The patient was going to see their hcp again on (B)(6) 2016 for an adjustment again. The patient would be having a CT scan related to their device or therapy. Additional information received from the patient on (B)(6) 2016, reported that they went in to have stimulation increased, but this did not resolve the issue. It was ongoing and will be working with the healthcare professional (hcp) for further troubleshooting. The patient further reported having a uti and was unsure if it was related to the device or therapy. They were put on an antibiotic for it and had blood taken yesterday to see if it had resolved, but they were not notified of the results yet. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.